Event description:
It was reported that during an ipaa (colectomy with pouch creation), first they tried to close the contour with a blue reload, but couldn't close. They tried with a different reload, also without success. Then they opened a second instrument and managed to close it on tissue. After firing, the bowel was cut, but the staple line wasn't consistent. They were forced to use stitches in order to close the distal cut line of the rectum. As a result of the difficulties encountered with this device, the procedure was prolonged 60 minutes. The condition of the patient immediately following the event was stable.

Manufacturer narrative:
(B)(4). Incomplete_interrupted cycle. Device (a) was received in good visual condition and with two reloads present. Reload c was received with the washer uncut and fully loaded with staples; the knife was recessed below the cartridge deck. Reload a was received with the washer uncut and with 33 staples protruding; this condition is consistent with the device being partially activated. As a result of the partial firing, the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. The device was tested for functionality with the returned reload c and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. Device (b) was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as the device opened and closed without any difficulties noted. It should be noted that all devices are inspected 100% for staple presence by an (B)(4). In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Note: the contour cannot be closed if it has been already fired (partially or completely) or the cartridge is not properly loaded in the device.